Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(6). User facility is provided in initial reporter.

Event description:
According to the reporter, during an anastomosis, the device was used but did not staple. The stitch had to be done with no absorbable wire. There was no side effect to the patient.

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload noted that the top staples were partially advanced in the cartridge. Only the bottom set of pushers of the reload were in an advanced position. The empty reload slots were reloaded with staples. The instrument and the reload were applied to appropriate test media with acceptable staple formation. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the observed condition occurs when the loading unit is inadvertently pushed up after the firing cycle is started. In this case, only the bottom set of pushers are in contact with the thrust bar, leaving the top set of pushers unfired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
UDI- (B)(4).